Event description:
The customer stated that she was treated by the paramedics due to blood glucose levels above 600 mg/dl. The customer stated that she was nauseous and vomiting. Troubleshooting was performed and the insulin pump passed the prime test. The insulin pump also passed the high pressure test. The insulin pump was then rewound and primed. During the prime it began to squirt out the insulin and then it alarmed no delivery again. The insulin pump was replaced.

Manufacturer narrative:
The insulin pump passed the occlusion, prime, displacement and excessive no delivery alarm tests.